Manufacturer narrative:
The hill-rom tech found the hand remote had a button stuck due to tape. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech removed the tape from the hand pendant button to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the head was raising and lowering at will. The bed was located at the account in the warehouse. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).